Manufacturer narrative:
(B)(4). Method: the complaint rt340 adult dual-heated evaqua breathing circuit was returned to fisher & paykel healthcare in (B)(4) where the heater wires of the inspiratory and expiratory limbs were resistance tested. Results: the resistance test revealed that the inspiratory limb heater wire was open circuit and out of specification. A lot check could not be performed as a lot number was not provided. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. Resistance tests and visual inspections are performed on all breathing circuits during production and those that fail are rejected. This suggests that the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) representative that an rt340 adult dual-heated evaqua breathing circuit was causing the heater wire disconnect alarm on an mr850 respiratory humidifier. This was found after four days of use. No patient consequence was reported.